Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery (sfa). A 4.0 x 200, 135cm mustang balloon catheter was selected and advanced to dilate the target lesion. However, upon the 1st inflation at 24 atmospheres for 0-1 second, the balloon ruptured. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).